Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation underneath the lifevest garment. The patient reported that the irritation was bleeding. The patient saw her physician but there is no indication that the patient received medical intervention. The medical outcome of the irritation is unknown.